Event description:
It was reported that the customer received a temperature alarm. The customer was not able to clear the alarm or resume insulin delivery. The customer's blood glucose level was 300 mg/dl. The customer reverted to insulin injections for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.